Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the tip of a 6/7f mynx control vascular closure device (vcd) "sheath" frayed when being inserted into the unknown introducer, partially exposing the sealant, which made it impossible to use the mynx device. The procedure was completed using a second mynx control. There was no reported patient injury. The user is trained to the device and was instructed not to push from backwards. The device was stored and prepped according to the instructions for use (IFU), and both the device and packaging were inspected prior to opening. There were no issues with the position of the sealant sleeves, no damages noted to the device, packaging, or sealant sleeves, and no exposure of the sealant to bodily fluids. The device was removed from the package according to the IFU. A 6f non-cordis sheath was used. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2509203 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant sleeves (cartridge assembly) frayed/split/torn and mynx control system deployment difficulty premature¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) "sheath" frayed when being inserted into the unknown introducer, partially exposing the sealant, which made it impossible to use the mynx device. The procedure was completed using a second mynx control. There was no reported patient injury. The user is trained to the device and was instructed not to push from backwards. The device was stored and prepped according to the instructions for use (IFU), and both the device and packaging were inspected prior to opening. There were no issues with the position of the sealant sleeves, no damages noted to the device, packaging, or sealant sleeves, and no exposure of the sealant to bodily fluids. The device was removed from the package according to the IFU. A 6f non-cordis sheath was used. Other procedural details were requested but were not provided. The device will not be returned for analysis as it was discarded.